Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 25 mcg/ml at 12.629 mcg, morphine 20 mg/ml at 10.1 mg/day, and clonidine 1000 mcg/ml at 505.2 mcg/day via an implantable pump for unknown indication for use.

Manufacturer narrative:
Continuation of d10: product ID 8575 lot# j0321935r implanted: (B)(6) 2005 explanted: (B)(6) 2024 product type catheter product ID 8709 serial# (B)(6). Implanted: (B)(6) 2000 explanted: (B)(6). 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8575, serial/lot #: (B)(6), ubd: 16-apr-2005, UDI#: (B)(4); product ID: 8709, serial/lot #: l75109, ubd: 14-jan-2002, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 25 mcg/ml at 12.629 mcg, morphine 20 mg/ml at 10.1 mg/day, and morphine (clonidine) 1000 mcg/ml at 505.2 mcg/day via an implantable pump for unknown indication for use. It was reported that there were no symptoms pre-operation and was expected to just be a pump replacement. The hcp said drug flow was poor and after attempting to just do revision of pump segment decided to just replace entire catheter with 8780. No known contributing factors were reported. Diagnostics/troubleshooting performed included the hcp attempting to revise pump segment but said that did not improve drug flow. The issue was resolved at the time of this report with patient's status being, "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the poor drug flow was not identified.